Event description:
During code, patient received two shocks from philips heartstart xl defibrillator (vfib to sinus rhythm), on the third shock to be delivered, the machine turned off. Machine was unplugged for the third shock and did not deliver the shock. Had to use other defibrillator in the room, which was used successfully (vf-sinus rhythm). A few minutes later, the patient went into pea, CPR was performed, but the patient passed away.